Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a force sensor error. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt, the plunger head, top case, and bottom cases were filled with contamination including all the boards. The top case was cracked by the tubing guides and down the left side, the right plunger and bottom case were cracked. An error code was found in the ehl (event history log). The customer reported force sensor issue was not duplicated during the investigation, but the plunger head was filled with fluid ingression, including the force sensor. Root cause of the reported issue is due to customer damage. No actions were taken as the pump was beyond economical repair. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 3500.